Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 210 units and remained static. Reportedly, the cartridge was filled with 300 units of insulin. The customer¿s blood glucose level was 110 mg/dl. Reportedly, the customer reloaded the cartridge successfully and continued to use the pump for insulin therapy.